Manufacturer narrative:
Concomitant products: 4296-88, lead, implanted (B)(6) 2014, unk lead implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device treated two ventricular tachycardia (vt) episodes with anti-tachycardia pacing (atp) and it was questioned if the episodes were supra ventricular tachycardia (svt) rather than vt. The device remains in use. No patient complications have been reported as a result of this event.